Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had a scratched reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the insulin pump was received without a battery installed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the official cause of death is unknown. However, the caller stated that the customer had been off insulin pump therapy since (B)(6) 2015, due to brain atrophy. He was hospitalized in (B)(6) for 44 days. The caller found the customer unconscious and called the paramedics. He had severe breathing problems, rectal bleeding, congested failure, and neurogenic bladder. The customer also had kidney failure. The customer had a broken leg and was taken to the hospital by the spouse. The customer had 2 surgeries; one, the same day, and one two days later. Then, a couple of days later, the customer passed away. The customer had an unknown infection, had fever a day prior to passing. The customer's blood glucose, at the time of death, was 186 mg/dl. The customer was not wearing the insulin pump; had been disconnected for 8 months. Insulin pump will be returned.